Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Additional product: mnh, mni, kwq, kwp. Implanted approximately december 2012/ (B)(4). Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported: patient was implanted with spinal hardware, from the l3 to l5, on an unknown date in december 2012. Patient is due to be explanted (B)(6) 2013, due to the l5 right-side screw breaking. Surgeon intends to explant all screws and re-instrument patient. This is 1 of 1 report for complaint (B)(4).